Event description:
The physician attempted a jugular approach for vena cava filter placement and was unable to gain access. He then attempted a femoral approach. As he advanced the filter through the sheath, the filter became bound in the sheath. Teh sheath was cut and left in the pt. A second filter was placed through a successful jugular approach and remains in a position superior to the femorally placed filter. The pt remains stable and, to date, has suffered no adverse effects from the procedure.